Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria diffuse lamellar keratitis is a known complication of refractive laser surgery. It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with diffuse lamellar keratitis (dlk) noted on slit lamp examination. The patient had good vision and comfort. Topical steroid eye drop dosage was increased. On follow up the dlk was noted to be resolved.